Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. DHR could not be performed as the identification numbers are unknown. (B)(4).

Event description:
The physician was performing a myosure procedure on a stenotic cervix that was very difficult to dilate. The physician inserted the scope into the uterus and went too far causing a perforation through the fundus. It was unknown if any further medical intervention was needed.

Event description:
On 07/16/2018, it was reported no intervention was required and the patient was discharged home.